Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a fluid leak during their pd treatment. During a call to technical services, the patient reported that a fluid leak had also occurred the previous night. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option, manuals was available. Additional information has been requested however has not been received.

Manufacturer narrative:
Correction: event description should have stated, ¿during a call to technical services, the patient reported that a fluid leak had occurred the previous night.¿ (clarification that a fluid leak occurred only one time). Clinical response was received with information that the patient continued treatment with manuals. There was no effect to the patient outcome. The patient has switched to continuous ambulatory peritoneal dialysis (capd) permanently. The cassette is not available for return.

Event description:
During a call to technical services, the patient reported that a fluid leak had occurred the previous night.